Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was loss of cautery associated with broken cable on 8mm long bipolar grasper instrument. Customer did not experience arcing event. The issue was identified during pancreatoduodenectomy surgical procedure. The procedure was completed robotically with no patient injury. The instrument was returned for evaluation. Photographic image(s) or video recording of procedure was not provided for review. The patient information was not able to be obtained.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations: the conductor wire was broken within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root causes of conductor wire breakage and grip cable breakage are attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.